Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the caller (hcp) stated that the patient had an magnetic resonance imaging (MRI) earlier this morning ((B)(6) 2026) and the pump was showing that there was a motor stall with no recovery. The caller stated that it had been over 3 hours. The technical services (ts) reviewed motor stall consideration and recommended periodically re- interrogating the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider reporting that the actions taken to resolve the motor stall was that the patient had a follow up appointment in clinic the same day as the MRI to ensure that the pump restarted.